Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The foot separation and difficulty closing the foot were confirmed based on the returned device condition. The reported difficulty closing the foot and unexpected system motion ¿the whole device sprung back¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related user error. The returned device condition observations indicate the foot was attempted to be closed prior to retracting the plunger. Based on the sequential deployment of the device, closing the foot (step #4) prior to removing the plunger (step #3) will contribute to interactions with the internal components and result in the observed damage to the follower, which would contribute to the reported difficulty closing the foot. Therefore, an out of sequence deployment contributed to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, after the needles were deployed, the whole device sprung back. The device was attempted to be removed, but the foot plate did not close. The physician was able to manipulate the device enough to remove it from the anatomy. The opened foot plate did not cause any damage. While outside the anatomy, it was observed a portion of the foot plate was missing. The missing portion was not observed in the anatomy, and the physician believed this missing portion of the foot plate was due to a manufacturing issue. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.